Event description:
Patient received a burn during a heat therapy treatment. Other than being scared by the incident, the patient is ok.

Manufacturer narrative:
The customer stated that the device temperature had not been checked since purchase. The device is 5 years old. The customer stated that the device water has a history of being hot. Instruction, per the device manual, was given to the user to remedy the temperature of the device.